Event description:
It was observed that during the device evaluation, the markings on the image guide were missing, and the markings of the insertion tube were unclear on the tracheal intubation fibroscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.